Event description:
It was reported that a patient underwent a gynecological procedure and mesh was used. Since the procedure, the patient has experienced the passing of large clots, bleeding, infections, painful sex, and inability to walk any distance. The patient has been examined by a physician and may undergo an additional procedure.

Manufacturer narrative:
(B)(4). Infection occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.